Manufacturer narrative:
H4: the lot number remains unknown; therefore, the manufacture date and expiration date are also unknown.

Event description:
It was reported the coil unraveled outside of the target location requiring removal using a snare. This embold fibered detachable coil system 14 x 30 was selected for splenic artery embolization to treat an aneurysm. On (B)(6) 2023, the coil unraveled/stretched when being retracted during placement; however, it was thought to be fully contained within the splenic artery. On (B)(6) 2023, image revealed the coil extended from splenic artery down the aorta and into the iliac artery. On (B)(6) 2023, an additional procedure was performed to remove unraveled coil portion. The unraveled portion was separated into fragments and then removed using a snare. On that same day, a follow-up CT showed no residual fragments in aorta/iliac. On (B)(6) 2023, additional imaging confirmed the remaining coil was only in the intended splenic artery. No patient complications were reported.

Manufacturer narrative:
D4, h4: the lot number remains unknown; therefore, the manufacture date and expiration date are also unknown. Device eval by manufacturer: the damaged coil sections of the embold fibered detachable coil system 14 x 30 were returned for analysis (no other embold components were returned). The returned pieces were approximately 8 cm and 30 cm long. Microscopic analysis was conducted, which revealed that both sections of the coil were severely stretched and broken for removal. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. The complaint was confirmed for stretching and difficultly withdrawing due to the damage observed on the coil.

Event description:
It was reported the coil unraveled outside of the target location requiring removal using a snare. This embold fibered detachable coil system 14 x 30 was selected for splenic artery embolization to treat an aneurysm. On (B)(6) 2023, the coil unraveled/stretched when being retracted during placement; however, it was thought to be fully contained within the splenic artery. On (B)(6) 2023, image revealed the coil extended from splenic artery down the aorta and into the iliac artery. On (B)(6) 2023, an additional procedure was performed to remove unraveled coil portion. The unraveled portion was separated into fragments and then removed using a snare. On that same day, a follow-up CT showed no residual fragments in aorta/iliac. On (B)(6) 2023, additional imaging confirmed the remaining coil was only in the intended splenic artery. No patient complications were reported.